Event description:
It was reported that an ilet user experienced severe hyperglycemia after treating a prior hypoglycemic episode with orange juice and fast food, pausing insulin delivery for nearly an hour, then resuming delivery with subsequent sustained high glucose on both sensor readings and a single fingerstick; the ilet system had a recent site change with no observed hardware issues, and the problem was characterized as a use-related issue rather than a component malfunction. Symptoms included hypoglycemia followed by hyperglycemia ranging from 43 mg/dl to 570 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.